Event description:
Bradycardia alarms noted on central monitors. Upon arrival to room, pt found disconnected from ventilator. Ventilator did not alarm. The disconnected ventrilator circuit found wedged under pts neck. Pt. Without a pulse and code 90 (CPR) initiated. Prior to code, pts neuro status was intact. Post code neuro status deteriorated. Physician diagnosis post event was hypoxic encephalopathy. Four days post event, life support was withdrawn per family request. Pt. Expired 24 hours later.